Manufacturer narrative:
Patient codes

Event description:
The patient reported a change in her therapy which started about 3 months ago. She experienced spreading pain up between her shoulder blades and down to her tail bone. She stated the pain was worse than before her implant. The patient also reported bladder/bowel changes, an increase in hand tremors, and falling a lot. She stated no troubleshooting had been done by her hcp although the patient had made them aware of her symptoms. The patient was urged to continue to work with her hcp regarding her symptoms. The pump was programmed to deliver dilaudid. The concentration and daily does were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.